Event description:
During a cardiopulmonary bypass procedure, the arterial pump unexpectedly stopped in response to a low blood reservoir level alert, even though the user had not configureds the pump to stop. There was no reported adverse consequence to the patient as a result of this event.